Event description:
A report was received that the patient was experiencing a burning sharp pain at the left lumbar spine around the scs site. It was stated that the site was painful to touch and appeared superficial. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.